Event description:
It was reported that during aneurysm procedure after the subject stent was delivered, the middle segment of the stent would not fully open. The physician retracted the stent back and attempted to redeploy. When advancing the stent, the physician noticed the delivery wire became lighter. The stent and catheter were withdrawn out of patient's body for inspection. The microcatheter was cut and found that the subject stent had deployed inside. Both catheter and subject stent were replaced. The procedure was completed successfully with no clinical consequences to the patient.